Event description:
Information was received that during use of this smiths medical cadd legacy pump, the exhibited continuous alarm for " no disposable, clamp tubing". It was reported that the patient suspected that pump could have been bumped and air bubbles were getting into the cassette. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.